Event description:
"After insertion, the hard plastic hub (luer) came out of the catheter. The device was removed and a new one was placed in the pt under general anesthesia. There was no pt injury."

Manufacturer narrative:
Complainant provided incomplete info in 05. Device was replaced & medical intervention was needed.